Event description:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a device putting out low air pressure issue related to a bipap device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer confirmed that the device provides air pressure within tolerance specifications and cannot confirm complaint of low air pressure. The manufacturer confirmed that there was evidence of sound abatement foam degradation/breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath. A keratin-like substance was observed around the blower box outlet. Mineral spots consistent with water ingress were found within blower box and on motor casing. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown observed in the base unit.